Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Account reported during procedures using a lunderquist guidewire, the black tip has detached on the impress bern catheter. The situation was successfully managed, and they were able to snare and retrieve the detached tip. No reported injury.